Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 15x1.5 mm balloon ruptured at three atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, 99% stenotic lesion in a very tortuous left anterior descending coronary artery. It is noted that resistance was met with insertion and removal of the device. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.